Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited an additional high out of range shock impedance measurement. It was also noted that the patient was experiencing pacemaker mediated tachycardia (pmt). Boston scientific technical services discussed programming options. No adverse patient effects were reported.

Event description:
Additional information was received indicating the pacemaker mediated tachycardia (pmt) did not cause any worsening of the patient's condition. The device was reprogrammed to prevent additional pmt. The parameters for impedance measurements were also increased. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited high out of range shock lead impedance measurement detected via the patient¿s remote monitoring system. Additional information indicated that the field representative had no further information regarding this event. The system remains in service. No adverse patient effects were reported.